Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump had occurrences of "system fault 41786." Functional testing involved powering up the pump and showed that the displayed error 41786. The investigation determined that an issue with the main printed circuit board was the cause of the reported issue. The main printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating the pump was in use with a patient when the issue occurred. Per reporter, the pump was subsequently replaced and there were no adverse patient effects.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "err 41786". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.